Manufacturer narrative:
Implanted device unable to be returned.

Event description:
Doctor treated patient (B)(6) in (B)(6) 2015. (B)(6) is a (B)(6) year old male with mcrc. (B)(6) has the primary tumor intact. The patient was treated with folfox and avastin. (B)(6) had no other underlying liver disease. The patient was treated with 40.5 mci of sir-spheres microspheres in the right lobe following embolization of the gda. A follow-up MRI in (B)(6) 2016 showed no remarkable findings. In (B)(6) 2016, the patient presented with ascites, decreased liver function, elevated bilirubin, increased alk phos. In (B)(6), doctor drained the ascites. On (B)(6) 2016 doctor discussed the issue and stated that the patient was improving but continues to have ascites and signs of a cirrhotic liver. Doctor further advised on (B)(6) 2016 that patient lab values have resolved; however, the patient had prolonged ascites which has required surgical/medical intervention.